Event description:
The customer called to report the insulin pump alarmed for button error. Blood glucose reading was 40 mg/dl. Customer has treated with orange juice and feels okay. The insulin pump might have been expose dto moisture. Advised that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.